Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had clunking noise coming from hip when she walked, later followed with pain. Revision was scheduled. Inter-op later, ceramic liner was discovered to be broken. Pieces were located, implants were explanted and new implants were put in their place."